Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on interrogation the right atrial (ra) lead showed high rate episodes which suggests oversensing of electromagnetic interference/noise. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that apparent insulation damage and far field r-wave (ffrw) oversensing were noted on the ra lead.